Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
It was reported the customer had a reservoir leak on their insulin pump. Customer reported smelling insulin and observing moisture on the top of their reservoir. The customer also reported their blood glucose had been high for the past three days. Customer's blood glucose was 373 mg/dl. The customer's blood glucose was treated with a bolus delivery. It was also found the reservoir leak occurred during a basal delivery. Customer also stated there was fluid residue present in the reservoir chamber. Customer was advised to replace their reservoir. No additional information provided.